Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a vertical line on the system controller display was confirmed. The system controller (serial number: (B)(6)) was returned for analysis and log files were submitted and downloaded for review. Data from the reported event date of 01apr2024 was reviewed. At 14:01:43, the driveline is disconnected for a system controller exchange. There were no other notable events active in the log file. The pump operated as intended. The system controller (serial number: (B)(6)) underwent preliminary and functional testing. Upon powering on the controller, a vertical white line was observed on the liquid crystal display (lcd). The system controller was disassembled to inspect the internal components and no issues were observed. The controller's lcd screen was replaced with a test lcd screen and the controller was reconnected to a test system monitor/power module. No lines were observed in the screen. The reported event was determined to be due to an issue with the lcd screen; however, a further root cause for the lcd damage could not be conclusively determined through this analysis. Device history records (shop orders: (B)(4)) for the system controller (serial number: (B)(6)) were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) (doc #(B)(4), rev. C), under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (doc #(B)(4), rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) (doc #(B)(4), rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller screen was displaying a line through it, and does not move through parameters when pressing the screen display button. The site decided to replace the patient's controller. Related manufacturer's reference number for the lvad: 2916596-2024-02260.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.